Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the anastomosis leaked. Completed the surgery with a stoma, patient is doing well. No fragments were generated. Procedure: bowel anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What is meant by, ¿the stapler was inadequate?¿ leaked. Is the stoma temporary or permanent? Temporary. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Surgeon waited 30seconds. Did not retighten. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations. How long was the procedure delayed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What is the current status of the patient? Recovering nicely and will have a reversal.